Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was having difficulty charging the pump for the past three weeks despite the attempt of multiple cables and power sources. The customer also indicated that the battery was noted to be depleting quickly. The customer charged the pump to 100% and overnight the battery depleted to 0%. Subsequently on the morning of (B)(6) 2016 the pump shut down, due to insufficient power. The pump was able to be turned back on by connecting it to a power source. The customer's blood glucose (bg) level was impacted (275 mg/dl) with trace ketones. The customer stated that the pump would be used to address elevated bg level. It was indicated that the customer would continue to use the pump until the replacement was received. The customer also stated manual injections and insulin pens were available.